Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported hyperglycemia gastrointestinal (gi) bleed with melena and systolic/diastolic heart failure (hf) could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until the patient ultimately received a pump exchange on (B)(6) 2020 (addressed in MFR # 2916596-2020-00067). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pulmonary hypertension is listed in the hmii lvas IFU as a potential risk and adverse event associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of systolic/diastolic heart failure (hf), hyperglycemia gastrointestinal (gi) bleed with melena. The event date was not provided.